Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. The lead was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 40.4cm to 40.6cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.